Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs inspected reservoirs, snap-cap, and septum for anomalies and none were found. The occlusion test was performed as follows; reservoirs filled with diluent and connected to a new infusion set, reservoirs and connector were inserted into the insulin pump and manual prime was performed. Fluid flowed through infusion set and out catheter tip. Reservoirs were not occluded.(B)(4).

Event description:
The customer reported via phone call she experienced high blood glucose of 411 mg/dl. Customer stated she tried to change the infusion set three times but insulin wouldn't come out but once she changed the reservoir the she was able to prime. Reservoirs were replaced and returned for analysis.